Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1923ps, suture anchor, peek pushlock® 2.9 x 15.5 mm, its anchor broke during insertion. This was detected during a repair of the lateral ligament of the ankle joint surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1923ps. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1923ps batch number 15335023 was received for evaluation. Visual evaluation revealed that the device returned for evaluation without the eyelet; the evaluation anchor was not damaged; however, discolored spots were noted on the laser marks. Functional testing for this device involved checking for any resistance between the inner and outer tubes that could prevent it from functioning correctly. No problem found. The most likely cause of the reported failure is a use error. Including misalignment of the insertion angle. Directions for use dfu-0087-eo revision 5 pcorkscrew, pushlock, and swivelock suture anchors. G. Precautions 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.